Event description:
Facility alleges blood leaks during dialysis secondary to cracked header. Rn reports ebl 7100cc two min. Into treatment 25th use. Pt restarted on another dialyzer with no further medical intervention required.